Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of unexpected shutdown was not confirmed in review of the logs, and the returned device is in good condition. The laboratory test results did not identify an unexpected shutdown on the entire day and hour reported issue. The battery and components are in good condition and passed all tests. The result of alaris system maintenance test on the suspect device was recorded within normal values. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event dates 18jun2025 and the time was 17:05. A review of the pcu battery and error logs showed no connection or activity throughout the entire day of the reported event. The list table below shows the last infusions and activity on (B)(6) 2025. At 4:19 pm suspect pcu was programmed for a primary infusion with rate = 14.6 ml/h and vtbi = 230.991 ml; pvi = 4.487 ml (recorded from previous infusions). The infusion lasted twenty (20) minutes and 4.564 ml is infused. At 4:39 pm suspect pcu was reprogrammed for a primary infusion with rate = 14.6 ml/h and vtbi = 226.346 ml, pvi = 9.051 ml. The infusion lasted twenty-one (21) minutes and 3.513 ml is infused. At 5:00 pm suspect pcu was reprogrammed for a primary infusion with rate = 14.6 ml/h and vtbi = 222.833 ml, pvi = 12.564 ml. The infusion lasted fifteen (15) minutes and 1.186 ml is infused. At 5:04 ¿ 5:06 pm suspect pcu was alarmed of an occluded patient side. Pvi = 13.431 ml and immediate infusion was restarted. At 5:15 pm suspect pcu was reprogrammed for a primary infusion with rate = 14.6 ml/h and vtbi = 221.647 ml, pvi = 13.75 ml. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. Do not use a device that appears to be damaged or has an irregularity in its operation. Send the device to biomedical engineering for repair. Medical devices should be maintained and cared for every six months or once a year, depending on their level of risk, their intended use, and their permanence in the human body. (The infusion pump alaris is classified as a moderate risk device and requires special controls because it is used for therapeutic purposes). The battery should be replaced every 2 years by qualified service personnel. In certain situations, the low battery alarm (< 30 minutes) and/or very low battery alarm (< 5 minutes) may not be generated when the battery power is low. In these situations, the pcu generates a battery discharged alarm and immediately suspends the infusion without any warning. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. If the batteries are stored for more than 1 year, they should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)) device opened for investigation, please re-torque all screws. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.